Event description:
It was reported that the video system center exhibited error b030 (scope communication error). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: endoscope images are not displayed. A root cause could not be identified. Based on the results of the investigation, since reported failure was not confirmed: images were not displayed due to a loose connection on the executive (ex) board. Additionally, no problem was detected as the most probable cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.